Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was maybe 3 months ago the patient noticed they were having issues with their programming. Patient stated that their implanted neurostimulator did not surge but they were getting some surging. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had not seen a manufacturer representative (rep) in a long time. Agent provided patient with the national answering service phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).the (pt) called back stating that they got a letter asking them questions and they didn't know what this was all about. They provided a reference number. Question 1: please clarify the issues with your programming implantable neurostimulator (ins) did not surge but you were getting some surging. Were you encountering this issue with one or both of your ins, if one stimulator, please specify which one the serial number of the ins that was surging. Question 2: it's noted that you were redirected to your physician to address the issue with your programming with your ins did not surge but you were getting some surging. After you met with them, were they able to determine the cause of the issue. If so, please clarify the cause. Question 3: what are the steps were taken to resolve the issue? Pt stated that's when their communicator was broken and their battery was getting low. Pt state that everything was explained and this has been the fourth time that they received the letter. Agent reviewed that this letter was sent to clarify the issue they reported last july. Pt stated that they never called manufacturer representative (rep) , except when their device was broken. Pt mentioned that when they went to their healthcare provider (hcp), they discussed about them having surging and the battery was getting low. They added that the rep, checked how much battery charge was left for their ins and they believed that it was the rep who gave us a call. Agent reviewed that they need to respond to the letter. Pt requested that no further letters be sent to them.